Event description:
Complainant alleged that during a biomed testing and routine preventative maintenance of the device, it intermittently took a long time to charge and it also displayed "defib fault 78" and "defib fault 79" messages. The complainant indicated that there was no pt involvement in the reported malfunction.